Event description:
During an initial implant procedure, while attempting to place the right ventricular (rv) leadless pacemaker, a pericardial effusion resulting in a tamponade was observed. The implant was stopped and a puncture, blood transfusions and medication were attempted, however, the patient passed away.

Manufacturer narrative:
The catheter was returned with reported event of pericardial effusion. As received, a catheter was returned in one piece with a device attached. Visual examination of the catheter found blood on the catheter, and bond separation was noted adjacent to the distal cap consistent with procedural damage. X-ray examination noted multiple coils offsets were noted at the distal region of the torque coil consistent with procedural damage.